Event description:
The customer contacted abbott reporting several calibration failures for the axsym rubella igg assay, where error code 1111 (callibration check failure, m-cal 1, response too large) was generated. The customer's maintenance procedures were reviewed and the customer was advised to centrifuge the rubella calibrators. The customer stated recalibration faile twice with new reagent and new master calibrators, therefore, the customer replaced the matrix cells and centrifuged the calibrators and the recalibration was successful. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.